Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on 02/02/2026, he was asleep when his wife attempted to wake him for breakfast and medication, but he was unresponsive. The patient reported that he did not experience any symptoms prior to going to bed and that he followed his usual routine of 80 units of tresiba and metformin before going to sleep. The patient's wife called paramedics at approximately 6:30 am. Upon arrival, paramedics recorded a manual bg of about 40 mg/dl, the patient¿s cgm was not checked. The patient was treated with dextrose and regained consciousness before reaching the emergency room (ER). By the time he arrived at the ER, his manual bg had increased to around 140 mg/dl, the cgm was not checked. In the ER, he was given crackers and juice. The patient was discharged around 10:00 am. At the time of report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.